Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, and it was reported that there are bad primary plum kits that have had contamination in it. There were no reported patient involvement and no reported patient harm.